Manufacturer narrative:
The pump has been returned and evaluated by product analysis 08/23/2013 with the following findings: the keypad was found to be fully intact; no damage or peeling was observed. During testing, all keypad buttons were found to be intermittently unresponsive. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the up arrow, down arrow and ok keypad buttons had become hard to press and delayed in response to button presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.